Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were there any patient consequences? If yes, please describe. How long was the delay? Please specify in minutes. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent a right ear subcutaneous tumor resection surgery procedure on (B)(6) 2024 and suture was used. During the procedure, the patient underwent surgery from 15:40 to 16:10 because of a subcutaneous mass behind the right ear that had been there for half a year. During the surgery, suture was used to suture the incision. During the suture process, the problem of pulling off suture needle happened and could not be used. Changed another one to continue the suture. This increased the patient's pain, prolonged the operation time, and increased the patient's cost. No adverse patient consequences were reported. Additional information was requested.